Event description:
It was reported that, during a cori tka procedure, they were unable to correct a 2 degree varus overcut on the tibia. Plane visualization screen showed an additional 2 degrees of varus on the tibia, even after the surgeon repeatedly rasped and sawed the plateau to correct it. They went to bur all after the cut had been made to clean it up, and achieved a white target surface after refining, but on the plane visualization screen there was still a 2 degree varus overcut. The post-op gaps screen showed the knee was more varus than planned.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The intra-op video provided could not confirm the reported complaint. This case was put in casevisualizer where the checkpoints were confirmed to be on the bone. A review of screenshots confirmed that the plane visualization degree was not zero, however, it could not confirm the 2 degree of varus on the tibia as noted in the complaint. The numerous tibia bone removal screenshots using the plane visualization tool show differing anterior slope heights and angles. It should be noted that the tibia bone removal screens are live read-outs of the plane visualizer on the tibia. Further review of the screenshots showed that the tibia had not achieved a white target surface after refining. In addition, the plate probe does not appear to be sitting on a flush surface in the tibia bone removal screens, either. If there was residual bone left on the tibia, the plate probe could have been sitting on a piece of bone that was not burred, causing the angle on the live read-out. This could also potentially affect the posterior slope as well as the varus positioning of the knee. The case information screen confirmed that the user had achieved a 4 degree varus alignment when they had planned for 3 degrees varus. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. This situation is captured in the optimus risk assessment released at the time of the complaint. Based on the information provided, the clinical root cause of the reported event was likely multi-factorial and a user/procedural variance could not be ruled out as a potential contributing factor to the reported events. The most likely cause of the extra 1 degree of varus in post-op is residual bone left on the tibia, potentially affecting the varus positioning of the knee. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.